Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the implantable pulse generator (ipg) set screw was not able to be engaged as the wrench slipped to the side. After several attempts the set screw was able to be engaged, the device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.